Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. Calcification: not observed calcification on the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture and capsular contracture baker grade unknown. Healthcare professional additionally reported rupture, capsular contracture baker grade iii, and microcalcifications. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Calcification: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, calcification.

Event description:
Patient reported left side rupture and capsular contracture baker grade unknown. Healthcare professional additionally reported rupture, capsular contracture baker grade iii, and microcalcifications. Device has been explanted and replaced with non-allergan device.